Manufacturer narrative:
Service was dispatched to inspect and perform a realignment on the device wheel/spider assembly, which is required for proper operation of the device. The user had reportedly performed this activity approx two (2) days prior to the event and the company wanted to ensure the activity had been performed correctly. A copy of the service report is sent to the complaint handling unit, per standard procedure. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not regretable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
User reported that while in the lobby of her building, with the device powered on but without her hands on the handrim, the device reportedly went in to a backward lefthand spiral on it's own. This only happened in the lobby of her apartment building, the device operated correctly in other areas where it was used throughout the day. User thought possibly that there was interference from cell phones being used nearby. Although no injury was reported as a result of this event, and the device labeling provides info regarding electromagnetic interferences (emi), if this event were to recur and result in a fall, there is a potential to cause serious injury to the user.